Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited inhibition of pacing due to ventricular oversensing of the device's atrial output.